Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to leaking inspiration valve nt. Replaced new inspiration block and the issue resolved.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10- the suspect device has not been return for investigation. However, logs found persistent tf 271 and 388. Per the flow chart the inlet psi is below 4.5bar which means that the vent requires a new insp block. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator had persistent tf 401. Furthermore, there was no patient associated with the event.